Manufacturer narrative:
Device passed displacement test and selftest. Pump error 4 followed by pump error 15 were present in the device trace download, problem isolated to electronic board stack.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple pump error alarm. The customer¿s blood glucose was unknown. The device will be returned for analysis.